Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, a patient was unhappy. The lenses were exchanged. Additional information has been requested. There are two manufacturer reports associated with these events. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).